Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that a burn on c-cover and foreign material at the light guide lens and distal end was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the burn malfunction was traced to be component failure and the most probable root cause of the foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.